Event description:
It was reported the patient went to the emergency room complaining of shortness of breath, dizziness, and syncope. It was further reported there was a ventricular lead warning triggered due to noise on the ventricular lead with seven to eight ventricular outputs with failure to capture and high impedances. Additionally, the atrial lead is functioning normal, but it was observed on the x-ray that the atrial lead may have a fracture or can appear to have a fracture at the bifurcation. Testing revealed that the patient felt diaphragmatic stimulation from the atrial lead. The pacemaker was explanted and replaced. The ventricular lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.